Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of pump data by tandem technical support showed the pump battery jumped from 45% to 85% then dropped back down to 40% within 4 hours on (B)(4) 2017. Contact reported the customer's blood glucose (bg) level was 300-400 (mg/dl) for the past week. Contact stated the elevated bg levels might be due to the customer going through puberty and stated bg levels take longer to come down after a bolus. Contact declined troubleshooting for the elevated bg levels and stated the customer's healthcare provider has already been contacted. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
(B)(4).